Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the implantable neurostimulator (ins) was removed on (B)(6) 2017 due to failed therapy but the leads were left implanted. Manufacturer records were updated to address the removed ins. No further complications were reported.